Event description:
After timeout, multiple members of the surgical team were talking at the same time and asking for equipment to be turned on and room lights off in preparation for cystoscopy. Room lights and spotlights were adjusted when the resident asked for "light on" multiple times, so the scope light was switched from standby to on. Scrub tech noticed a smoky smell and picked up the light cord. An inspection of the drapes revealed a burn hole. Drapes were pulled back and patient's skin was inspected for any injury by surgeon and staff in the room. No injury was observed.